Manufacturer narrative:
Article citation: akhavan, arya a, wirtz, emily c, ollila, david w., et al. An unusual case of bia-alcl associated with prolonged/complicated biocell-textured expander, followed by smooth round breast implant exposure, and concurrent use of adalimumab. Prs. 04/feb/2021. Vol 148, no. 2; 299-303. Concomitant medical products: concomitant therapies: long-term antiestrogen therapy. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: non-device related "mastectomy flap necrosis;" "the patient had significant bacterial exposure with potential biofilm formation".

Event description:
Through journal article "an unusual case of bia-alcl associated with prolonged/complicated biocell-textured expander, followed by smooth round breast implant exposure, and concurrent use of adalimumab" authors report a patient who experienced "mastectomy flap necrosis" as well as diabetes, psoriasis, and rheumatoid arthritis. These events have been deemed not related to the device. Additionally reported was that "the patient had significant bacterial exposure with potential biofilm formation;" a time period or affected side for the occurrence of this event was not made clear. Affected side is right. The device has been explanted and replaced.